Event description:
Event description cpi received information that two large patch leads were removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the leads were exhibiting high impedance measurements. The leads were replaced with an endotak lead.